Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited a primary audible alarm failure background test and would not clear. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. A ¿sf: primary audible alarm bgnd test¿ alarm was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the speaker was not working as intended and is the root cause. The speaker was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.